Manufacturer narrative:
Age or date of birth, weight, ethnicity - unknown, not provided. Model number is unknown/not provided. Serial number is unknown/not provided. UDI is unknown/not provided. Email is unknown as it was not provided. Manufacture date is unknown/not provided. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
A brief description from the surgery center revealed that during the phacoemulsification procedure, when the surgeon pressed on the footpedal, the machine made an odd noise, but nothing was moving in the eye. The procedure was paused while the surgeon went to another facility to borrow a footpedal and cord. The procedure was completed, however the patient presented with significant edema at the one day post op visit. No additional information was provided.